Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that they were broken, cracked and gel air bubbles were observed. No patient impact reported.

Manufacturer narrative:
H6. Investigation summary: bd received 7 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for collapsed and gel air bubbles was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing. 7 customer samples were subjected to a visual inspection for gel airbubbles. 2 of 7 samples failed. 7 customer samples were subjected to a visual inspection for manufacturing heat source. 0 of 7 samples failed. 7 customer samples were subjected to a visual inspection for damaged product/component (cracked and other damage to product/component). 0 of 7 samples failed. 7 customer samples were subjected to brittleness testing. 0 of 7 samples failed. 30 retain samples were subjected to a visual inspection for damaged product/component (cracked and other damage to product/component). 0 of 30 customer samples samples failed. 10 retain samples were subjected to brittleness testing. 0 of 10 samples failed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapsed and gel air bubbles. This complaint has not been confirmed for the indicated failure mode cracked product/component and other damage to product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that they were broken, cracked and gel air bubbles were observed. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected information. B5: it was reported when using the bd vacutainer® sst¿ blood collection tubes that they were broken, cracked and gel air bubbles were observed. No patient impact reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that the user experienced several failures that included cracked and/or deformed product or components of the product, underfill, poor barrier separation, and finally unknown foreign matter. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.